Event description:
It was reported the customer was experiencing low blood glucose. Customer's blood glucose was 42 mg/dl. The customer stated they had treated their blood glucose with food. The customer also reported their healthcare provider was adjusting their basal settings to address their low blood glucose. The customer was assisted with programming their basal rates. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.